Event description:
It was reported that during an atypical segment resection procedure, after the pulmonary tissue was cut with a scalpel along the edge of the device anvil, the device was taken out. All staples were on the tissue in the original shape. There were open staples. They were not in the b-shape form. Unstapled wound resulted to 1.5 liter of blood loss. The wound was sutured manually; pt was urgently moved to intensive care unit.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.